Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that device ¿stopped working after upgrade." The device was working before the flashing it in alaris systems manager (asm), halfway through the flashing process, it stopped flashing and gave an error about connectivity, and stopped working after that. When connected to pcu it does not turn on and the pcu does not recognize it. There was no patient involvement.